Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 403 mg/dl at one point. The customer changed his infusion set and his blood glucose decreased. Troubleshooting for the high blood glucose was declined.